Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ekos procedure, while inserting the ekos catheter, half of the engage sheath broke off while inside the patient and made its way to the rv which required emergency surgery. All pieces were successfully removed and the patient is in stable condition. The hospital will not be returning the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.